Event description:
It was reported by service report that the fowler was stuck in the lowest position and is leaking fluid onto the floor. Additionally, the siderail cannot be latched up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.